Event description:
Description of event according to initial reporter: there are recent reports that a physician has recently conducted a thoracic endovascular aortic repair (tevar) in a hospital using a cook zenith alpha thoracic, and apparently due to the lunderquist guidewire being malpositioned in the brachiocephalic artery, it caused laceration of the aortic wall, causing a retrograde type a dissection, resulting in patient death. Patient outcome: patient dies.

Manufacturer narrative:
Manufacturers ref# (B)(4). B2) date of death is unknown, but mandatory in the event of patient death. Therefore, fictitious date has been entered. D4) catalog# is unknown but referred to as lunderquist® extra stiff wire guide. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the lunderquist guidewire was ¿malpositioned¿ in the brachiocephalic artery and caused laceration of the aortic wall. This led to a retrograde type a dissection, resulting in the patient¿s death. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not review as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use or label. This is a known potential adverse event as described in the instructions for use. The IFU list under potential adverse event amo ¿vessel trauma, dissection, perforation, rupture or injury¿ and ¿death¿. A cause could not be determined from the investigation due to limited information. No information was provided as to the patient¿s past medical history, age, gender, or indication for tevar. Therefore, the reason for the reported aortic laceration leading to retrograde type a dissection, which resulted in patient death cannot be determined. However, the complaint will be re-opened, if additional is provided. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.